Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information (B)(4) 2014 notes during interrogation an error message appeared, the message stated - diagnostic data needs to be cleared because it is invalid - . The diagnostics was cleared and the issue was resolved. The device remained implanted.

Event description:
It was reported that interrogation of the pulse generator resulted in the message -diagnostic data invalid-. The diagnostics would be cleared and the patient monitored.